Event description:
The device displayed intermittent ECG artifact. This prevented monitoring the patient's ECG. There was no adverse affect on the patient.

Manufacturer narrative:
Attempts to acquire the required patient information and date of event are ongoing. Welch allyn will update this report when it has acquired this information.